Event description:
This morning the rn detached the feeding tube and when she closed the top of the tube most of the tube went down into the gastrostomy site. The internal bumper was palpable just under the abdominal wall. There is erythema and induration complete with cellulitis at the site. There is pain with minimal manipulation of the percutaneous endoscopic gastrostomy (peg). We were not able to retreive the other lateral part of the tube to be able to pull the tube out. Patient had this peg tube placed on last month and was brought to endoscopy two weeks later for peg tube removal. The site was red and swollen with inflammation. The doctor removed the peg and placed quarter inch iodoform packing in the wound. Sterile 4x4 was placed with tape as a dressing. The patient will need IV antibiotics and may need short term tpn until the site has healed.